Event description:
Caller states customer was "slightly" unresponsive with a result of 148 mg/dl obtained on the inform system. Pt was re-tested within 10 minutes and result was 397 mg/dl. Twenty minutes later pt tested 540 mg/dl on inform system; one hour later result returned as 28 mg/dl and pt was treated with a glucose IV. Low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.